Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported a kink in the locator. When the locator was inserted into the sheath, resistance was felt. The locator was checked and the tip of the locator was found kinked. The device was not used and replaced by another angio-seal device. The replaced device was used without incident. The second device successfully achieved hemostasis. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 7 fr. It was reported that the patient had no health damage.